Manufacturer narrative:
The device subject of the reported event was not returned for investigation. Without the return of the device, the exact cause of the reported event cannot be determined. The roth net IFU states, "the following conditions may not allow the roth net device to function properly: advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or actuating the device when the handle is at an acute angle in relation to the sheath. Short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, are recommended throughout device passage to avoid sheath kinking. The roth net platinum series is designed using a flat wire. Closing or retracting the handle too tightly may cause damage to the device's flat wire. Do not exert excessive "bending" pressure on the open (deployed) device; doing so may disfigure either the flat wire and/or the wire frame's shape." In-service training is pending on the proper use and operation of the roth net platinum. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the net to their roth net platinum detached inside a patient. The net was retrieved, and the procedure was completed successfully using a different roth net. No report of injury or delay.

Manufacturer narrative:
Steris offered the user facility in-service training on the proper use and operation of the roth net platinum; however, the user facility declined. Per discussion with user facility personnel, steris learned that contrary to the initial report, the net subject of the reported event did not detach and did not have to be retrieved from a patient. The device history record was reviewed, and there were no abnormalities associated with this lot of products. No additional issues have been reported.